Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted device was discarded.